Manufacturer narrative:
Technician replaced the center arm assembly to repair the bed. The technician indicated, the center arm was possibly damaged from abuse.

Event description:
Info rec'd indicates, the siderail is unable to lock into place due to a damaged center arm assembly.